Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
During preparation of the stent graft it was noted that while flushing the hemostasis valve, fluid leaked heavily from the back of the valve. This was discovered prior to patient contact and another device was used for the patient.